Manufacturer narrative:
Per the tandem user guide: the dexcom g6 cgm takes readings from fluid below the skin (interstitial fluid) instead of blood. There are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood, which can cause cgm readings to lag behind readings from a blood glucose meter. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 212 mg/dl, and the meter bg reading was 125 mg/dl. Reportedly, a second cgm bg reading was 94 mg/dl, and the meter bg reading was 64 mg/dl. Reportedly the sensor was inserted in leaner tissue which can cause a lag behind in cgm reading. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.